Event description:
It was reported that during the implant procedure there was blood present inside the lead and physician was unable to tread stylet into the lead. The lead was not used and new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned, analysis was performed, and no anomalies were found. Secondary findings indicated that there was blood on the distal conductor of the lead and it was not obstructed. Visual summary analysis of the lead indicated damage at implant and stretching. Product analysis: by design left heart leads are used with guidewires, not stylets. No guidewire or stylet was returned, therefore condition and brand are unknown. Used a fresh mdt guidewire for test, photo taken.. Blood/body fluid visible inside lead, by design, left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.

Event description:
It was reported that during the implant procedure there was blood present inside the lead and physician was unable to tread stylet into the lead. The lead was not used and new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.